Event description:
The facility reported an infusion pump with depleted batteries during biomed testing. The hospital representative did not have information regarding reports of any patient incident involving this pump since the last baxter service event. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: testing of the pump was performed on-site by baxter technician and the reported condition of the depleted batteries was confirmed. Review of the complaint history reveals similar battery related reports have been received for this product. This is a CAPA, open to document and evaluate this issue.